Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction code. The customer was not interacting with the pump at the time the malfunction occurred. Tandem technical support assisted the customer with resetting the pump. The malfunction code did not reoccur. The customer's blood glucose level was stable.